Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: there were two loss of prime warnings due to low non-zero force observed in the black box history. The ¿ezprime¿ sequence was performed with no call service alarms or other warnings occurring during the investigation. The product performed within specification and the original complaint could not be duplicated. The force sensor calibration was out of specification. The force sensor resistance reading was within specification. The pump was opened and no contamination or damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.